Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 88231201 with an expiration date of 31-aug-2026. The field service engineer found there was contamination in a solenoid valve. He decontaminated the valve, adjusted the rinse volumes, adjusted cell rinse volumes, and adjusted all probes. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas c 503 analytical unit. Sample 1 initial result was 11.6 mg/dl and was rounded to 12 mg/dl by the customer. The sample was repeated as the initial result did not match the patient's history the repeat result was 110 mg/dl. No questionable result was reported outside of the laboratory. On (B)(6) 2025, sample 2 initial result was 16.9 mg/dl, and the repeat result was 95.6 mg/dl. On (B)(6) 2025, sample 3 initial result was 22.1 mg/dl, and the repeat result was 102 mg/dl. For samples 2 and 3, it is not known if any questionable result was reported outside of the laboratory.